Event description:
Pt called in 2003 alleging the test strip port was damaged. The pt reported no high or low blood glucose symptoms. The issue was not resolved with troubleshooting. No further info has been reported.